Manufacturer narrative:
(B)(4). (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
It was reported that during the procedure, after advancing a 2.5x18 rx xience xpedition stent delivery system (sds) to an unspecified vessel via femoral access, it was noted that the stent was not on the device and the sds was withdrawn from the anatomy. The stent was found to have dislodged inside of the protective balloon sheath during unpackaging. Reportedly, the protective sheath was not difficult to remove and the xience xpedition device was not difficult to remove from the dispenser hoop. Another rx xience xpedition was used to complete the procedure without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.